Event description:
On (B)(6) 2013, the reporter contacted animas stating the down arrow keypad button was intermittently responsive and required hard and multiple button presses to elicit a response. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission: 12/30/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: on examination, the keypad was intact without damage. No evidence of moisture was observed. A leak test was performed and the pump failed the test due a leak at the bolus button. On investigation, the pump powered on normally and displayed the ¿verify¿ screen. The up arrow, down arrow and ok buttons had intermittent response and the ok button had normal response. The bolus button was intact and responsive. The keypad was removed from the base for investigation with contamination found to all key contacts except the "contrast" button. The pump's case was removed, no moisture corrosion was found inside the pump.